Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results and poor barrier separation during use. The following information was provided by the initial reporter: material no. 367983 batch no. Unknown complaint (B)(4) of (B)(4). Customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to a testing facility and they are getting rejected. Cat # 367983. This has been an ongoing issue since a year ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results and poor barrier separation during use. The following information was provided by the initial reporter: material no. 367983, batch no. Unknown . Complaint 3 of 3. Customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to a testing facility and they are getting rejected. Cat # 367983. This has been an ongoing issue since a year ago.